Event description:
It was reported that during implant, the left ventricular lead was not used due to patient anatomy. A new lead was implanted. No patient complicaitons were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and no anomalies were found, however blood was noted on distal conductor (not obstructed).